Manufacturer narrative:
The hakim programmer was returned for evaluation. Device history record (DHR) - the product code 82-3190r with lot ctmby1 (B)(6), conformed to the specifications when released to stock failure analysis - the internal inspection has verified the reported issue: programmer failure error message. Inspection confirmed the reported issue as error message displayed. Device has been reset, checked and returned to customer. The root cause of the error message may occurred if the transmitter is disconnected during the self test or due to mains supply perturbation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 4 reports. A facility reported that 4 of their hakim valve programmers would not program the valve to the requested setting. They would jump to different settings that were not requested. All 4 of the programmers have been returned.